Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shock and anti-tachycardia pacing (atp) due to noise which was reproduced. A revision procedure was performed. Upon opening the pocket, the header of the device was found to have almost complete detached from the can. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis confirmed that the header was loose and almost all of the feed thru wires were broken. Due to the lead impedance measurements being normal while implanted, it appears the feedthru wires were broken during or after the explant procedure. The device was interrogated and it was verified that the device did have noise on the electrograms and delivered atp and shock therapy while implanted. It appears that the loose header contributed to the noisy signal and the unnecessary therapy delivered.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.